Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the oxygen (o2) sensor. The defective o2 sensor has been discarded. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.